Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012 reporting multiple cartridges that have leaked in the past 2 days resulting in blood glucose levels of 300 to 600mg/dl. The patient reported noticing a smell of insulin and looked to find insulin inside the cartridge compartment. The patient indicated that the current cartridge was also leaking and it appeared to be coming from the top of the cartridge at the luer connection. The patient reported changing the cartridge 4 times and used cartridges from 3 different boxes. The patient did not have the lot number for the cartridges being used. This report is made based on the allegation that the patient experienced hyperglycemia related to an alleged cartridge leak issue.